Manufacturer narrative:
Product was received on (B)(4) 2013. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's blood glucose level was 478 mg/dl and she programmed a bolus of 6 units of insulin with the infusion device and her blood glucose level went down to 380 mg/dl. She attempted to deliver another bolus, but she stated that it did not appear that the device delivered the insulin. She changed the infusion set and insulin cartridge, but the problem persisted. She stated that the infusion device did not deliver the insulin and it did not provide any alarm to alert her that something was wrong. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.